Event description:
It was reported that there were multiple motor stalls. It was initially reported that the patient was hearing an alarm on (B)(6) 2012, however telemetry had not yet confirmed. It was then later reported that there were multiple confirmed motor stalls and recoveries. The stalls took place on (B)(6) 2012, each stall had recovered and as of (B)(6)2012 the pump was infusing. There was no therapy or medical problem at the time. The medication in the pump was morphine and bupivacaine. Event outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that both the cause of the motor stalls and whether the patient experienced any symptoms was unknown to the reporter. It was reported that after the pump was replaced the patient was doing well.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump found a feed-thru anomaly. During destructive analysis, the technician found corrosion and bridging across the insulation of the m1 feed-thru. This may have been the cause of the motor stalls.

Event description:
Additional information was received. It was reported that the patient's pump was explanted and replaced due to the motor stalls.